Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the device confirms one of the knob rings has a piece missing. The missing piece was not returned with the device. This device was manufactured in 2012. This device shows signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Internal complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during tka surgery a piece of plastic of journey ii cr lock fem implant impactor fell inside the patient after impaction. The procedure was completed without delay using the same device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.